Event description:
A physician reports performing cataract surgery with intraocular lens implant in 2005. Following surgery, the pt complained of a yellow spot in her vision and reduced "brightness". A second physician performed a yag laser about 5 months later. During a recent exam by a third physician, yag laser spots and superficial opacification of the posterior surface (greyish appearance) of the iol (similar to a secondary cataract) were identified. The posterior side of the capsular bag was still present and some aqueous humor had accumulated in the free space between the capsular bag and the iol. The remaining capsular bag was removed and a vitrectomy was performed. Following the vitrectomy, the pt's complaint of a central yellow spot resolved. The third physician confirmed the pt presented with cystoid mascular edema, a central scotoma, retinal cysts and maculopathy. The third physician is not sure whether the greyish appearance of the lens has influenced the pt's visual acuity (va) and feels that a medical opinion regarding the pt's prognosis needs to be made after at least three months to see if the va improves.